Event description:
A consumer reports that following bilateral intraocular lens (iol) implant surgery, she cannot see clearly. She states it looks like a vale is over both eyes, especially with distance vision. Add'l info has been requested. There are two MFR's device reports associated with this event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been other complaints reported in the lot number. Add'l info was requested 4/1/2008, 4/7/2008 and 4/8/2008 by mail, fax, and phone. A completed questionnaire has not been received.